Event description:
Caller reported not seeing insulin drops at tubing's end during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing the infusion set and successfully resumed insulin, with cts providing guidance on filling and loading a new cartridge. Caller agreed to return an affected infusion set as advised by cts.